Manufacturer narrative:
Product ID 388928 lot# (B)(4) serial# implanted: (B)(6)2017 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient forgot to turn on the stimulator. Patient turned the stimulator off during a flight travel to avoid electromagnetic interference in the airport and forgot to turn it on afterwards. There was a return of urinary urgencies.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: va1fjv2, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported a return of urinary leaks due to efficacy decreased. Factors that may have led or contributed to the issue reported that the stimulator was found to be off, probably after a plane trip in (B)(6) 2018. Actions taken included a reprogramming that was done. The issue was resolved on (B)(6) 2019 and was unknown if a surgical intervention occurred. The investigator assessed the event as not serious, not related to procedure and related to the stimulation. Relevant medical history includes neurologic (tetraparesis due to cancer surgery on c2c4) urinary incontinence since 2009. Additional information received reported that the patient exited the study on (B)(6) 2019. There was no surgical intervention. No further complications were reported/anticipated.